Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad implanted (B)(6) 2018. Other devices involved in this event: brand name: heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: 01/31/2019, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 01/31/2018, labeled for single use: no. Brand name: heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: 01/31/2019, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 01/31/2018, labeled for single use: no. Brand name: heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: 01/31/2019, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 01/31/2018, labeled for single use: no. Brand name: heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: 06/30/2019, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 06/30/2018, labeled for single use: no. Brand name: heartware ventricular assist system - battery: battery / (B)(4) / model #: 1650de / expiration date: 06/30/2019, UDI #: (B)(4), device available for evaluation: no, device manufacture date: 06/30/2018, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a "series of beeps". Power switching was suspected on the batteries. Servicing is planned and all batteries remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the batteries were previously prophylactically serviced and a second servicing was performed.

Manufacturer narrative:
Product event summary: the batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections that did not lead to power switching involving batteries (B)(6) and multiple premature power switching events that were due to momentary disconnections involving batteries (B)(6). Momentary disconnection will result in an audible tone or ¿beep¿. As a result, the reported event was confirmed. A power source lubrication procedure was performed on batteries (B)(6) on (B)(6) 2018. A power source lubrication procedure was performed on batteries (B)(6) and (B)(6) on (B)(6) 2018. A second power source lubrication procedure was performed on all associated batteries on (B)(6) 2019. The most likely root cause of the reported ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries. While the product was not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins. Other devices involved in this event: battery - (B)(6) h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery - (B)(6) h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery - (B)(6) h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery - (B)(6) h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery - (B)(6) h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.